Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had prime anomaly and unexplained no delivery alarms. It was reported that the insulin pump uses more insulin to prime, loud grinding noise with rewind and a large crack on back of pump near battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.